Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), prime/fill anomaly, rewind anomaly. The customer reported slower during rewind, makes a louder noise during rewind and crack on back on battery compartment. The event involved product(s) mmt-1715kl. Troubleshooting was partially performed. Customer reported being unable to exit the load reservoir process. No harm requiring medical intervention was reported. No product return is required for mmt-1715kl.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thus software. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. Motor was tested outside of the device on the stb3 station and passed. No loudness or slowness noted from motor. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies. The following cosmetic damages were noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, stained keypad overlay, pillowing keypad overlay, and scratched case. In summary, customer concern for rewind anomaly and prime/fill anomaly not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing or in download history review. Customer concern for cosmetic damage at battery compartment confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.